Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2025. During the procedure, when the balloon was inflated for the first time, air leakage (pinhole) was observed, and constant inflation could not be maintained. The procedure was completed with another cre pro gi wireguided dilatation balloon. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should be filled with water or contrast. However, the customer reported that the balloon leaked air.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. Block h11: investigation results: the returned cre pro gi wireguided dilatation balloon was analyzed and a visual inspection found no physical damage. A functional evaluation found the balloon inflated without problems but was not able to hold pressure due to a pinhole in the balloon. Microscopic evaluation found the balloon had a pinhole located approximately 50mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon pinhole was confirmed. The returned device was inflated without problems however it was not able to hold pressure due to a pinhole located approximately 50mm from the tip of the device. The customer reported the balloon leaked air; however, the instructions for use (IFU) states, "never use air or a gas medium to inflate the balloon". Therefore, the most probable root cause is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2025. During the procedure, when the balloon was inflated for the first time, air leakage (pinhole) was observed, and constant inflation could not be maintained. The procedure was completed with another cre pro gi wireguided dilatation balloon. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should be filled with water or contrast. However, the customer reported that the balloon leaked air.